Event description:
The back of the insulin pump has a severe crack. This is likely due to a defect in molding the case since this same thing happened to me on a 600 pump series in (B)(6) 2022 which I never reported. I have heard other stories from 600 and 700 insulin pump users that they have also had cracks on their insulin pump occurring multiple times per year. I had the silicon case made by the company on the pump and kept the pump in a case, and I never dropped the pump. The silicon case covers the crack, so I've likely had this issue for awhile but was unaware of it until close examination of the insulin pump. I believe this issue is occurring very frequently, but I have not been examining it close enough.